Event description:
I am using abbott freestyle libra 3 just in the last month I have had 2 sensors fail. Have had numerous problems with this device, failing, no readings for hours, or just plain failed. Pt code: 4582. Device codes: 2588, 1559, 1516. Ref: mw5187035.